Event description:
Report received that the pump was returned from clinical service with an unsigned note that it would not pump. There is no tracking information (patient, nurse, location) available. There was no known adverse patient event.